Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 21, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two (2) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed excess adhesive on the nitinol-cannula junction. The probes became stuck when inserted through the 25-gauge trocar replicating the reported event. The root cause of the reported event of ¿probe would not fit, hard to insert¿ can be attributed to excess adhesive on the nitinol-cannula junction. The root cause of the reported event of ¿tip damages¿ could not be determined conclusively. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probes were manufactured on february 21, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe tip was bent and the probe did not fit through the trocar. The probe was exchanged to complete the procedure.